Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 811 mg/dl. The customer stated that she had changed the infusion set the day prior to hospitalization. On the day of the event, the customer went to work and experienced chest tightness and difficulty breathing. The customer felt that the hospitalization was caused by the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.